Event description:
Per the clinic, the patient experienced an infection resulting in skin flap revision and skin graft. The patient underwent a skin graft on (B)(6), 2010. The implanted device remains.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported via trial that approx 13 months post xience v stent implantation in the proximal left anterior descending artery, the pt experienced angina and was found to have in-stent restenosis (isr). A 2.75 x 23 non-abbott stent was placed to treat the isr. There was no adverse pt sequela reported. One day post-procedure, the pt was discharged to home. Although requested, there was no add'l info provided.

Manufacturer narrative:
(B)(4). The stent remains in the pt. A f/u report will be submitted with all add'l relevant info.